Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump screen became cracked. The customer's blood glucose level was not impacted. It was indicated that the customer had manual injections for alternate insulin therapy.